Event description:
It was reported by the patient that the spinal cord stimulation (scs) treatment was not effective. The patient also stated that they experienced pain where the clik anchor is implanted, perhaps because of weight loss. The physician assessed that the scs treatment was effective in alleviating the pain, however the patient requested that the scs system be removed. The patient underwent a procedure where the scs system was explanted. The patient will be monitored with a nerve block administered. Post operatively, the pain in the area where the anchor was implanted has improved, and the patient is living without adverse effects.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408740; model: sc-2408-74; serial/ batch: (B)(6). Product family: scs-lead fixation-MRI; upn: m365sc43190; model: sc-4319; serial: n/a; batch: unknown.